Event description:
A biopsy of the corpus vertebrae was performed in 2004. The tip of the needle fractured and remained inside the pt's bone. However, the remaining tip was not noticed at that point in time-it was noticed later by x-rays in apr 2004. The sample was discarded. The product number is unk, the user would like to know whether any damages could have been caused to the pt by the remaining needle fragment in the bone.